Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the 25th june 2013 and performed to specification up to and including the last log entry on the 16th may 2016. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault during testing and an acceptable measurement was recorded. The device powered off normally with a flashing green status led. Investigation found no fault with the returned device. Investigation was unable to replicate or find any evidence of the device switching on automatically. The device history log contains around 35 months of data with no evidence of multiple manual power ups of ten minutes duration. The device performed to specification throughout the history log and during testing at heartsine. The device was stressed at both 0 and 50 degrees celsius for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of self-tests without any fault.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit powers on without end-user manual intervention.